Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2017, a loss of connection between the transmitter, receiver, and smart device occurred. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver has been received for evaluation. An external visual inspection was performed and passed. A nordic bluetooth device pairing test was performed and passed. A transmitter functional test was performed and passed. A review of the share logs was performed and a loss of connection was found within the investigation window. The customer complaint of a loss of connection was confirmed. The probable cause could not be determined.